Manufacturer narrative:
(B)(4) = flash. The tb11lt device was returned for analysis in good condition. Upon visual inspection, no scratches were observed on the instrument; however, it was noted to have flash inside the sleeve cap. The found flash belongs to the components from the device; this condition is most likely related to the manufacturing process. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that prior to use on an unknown procedure, "the plastic flip" looks like it was scratched by sharp tools in trocar.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: what is meant by event description "plastic flip looks like scratched by sharp tools in trocar?" Look like , plastic chips inside. Was trocar packaging scratched? Look like , plastic chips inside. Was there a hole in trocar packaging? No, it¿s not talk about packaging , in trocar inside. Was there damage to trocar? Yes, it is. If there was damage to the trocar, what specific component of trocar was damaged? No . Look like good. But inside has chip. If damage to trocar component, please describe the damage, for example trocar cannula scratched. No. Outside is clean. No damage about trocar outside. Were scratches inside trocar housing? No. Were scratches inside trocar sleeve? Yes. Did it appear that any part chipped off of trocar or was trocar just scratched? This is new trocar(tb11lt) , before opening the user saw it! So, didn¿t open package. If part appears to be chipped off, did any part/chip fall into patient? This is new trocar(tb11lt) , before opening the user saw it! So, didn¿t open package. If part/chip fell into patient, was this part/chip retrieved from patient? This is new trocar(tb11lt) , before opening the user saw it! So, didn¿t open package.